Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent struts from rows 6, 7, 14 and 15 from the proximal end were squashed and stent struts from row 11 from the proximal end were slightly flared. This type of damage is consistent with the stent encountering resistance during advancing attempts. The distal part of the bumper tip was squashed and stretched. This type of damage is consistent with the stent encountering resistance in withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified coronary artery. The lesion contained >45 and <90 degrees bend. After a guide wire crossed the lesion, pre-dilation was performed. A 3.00x24mm promus element¿ was advanced but failed to cross the lesion. Several attempts were made but still failed to cross the lesion. The procedure was completed using a different stent and post-dilation was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.